Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately eight years and nine months¿ post implantation due to instability and implant fracture. When the patient was walking, he heard a weird sound and his knee locked. After that his knee was unstable, but he did not have any pain. Patient underwent surgery and it was discovered that the post of bearing was fractured. The other implants were intact with no noticeable damage to knee of patient. Surgeon replaced the bearing with a new one, same size. No complications during or after surgery. There is no additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned device confirms that the device is worn nicked / gouged and the post has fractured off with all pieces returned. (B)(4), states that general condition of the bearing is consistent with explants of similar in vivo usage and possible delamination damage at the side/anterior base of the post, and abrasion damage on the superior anterior edges of the post as a result of potentially asymmetric loading from the femoral component and/or hard tissues may have contributed to eventual overloading fracture of the post, device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. It was reported the patient participated in high impact sports. As stated in the biomet knee joint replacement prostheses instructions for use (IFU)/product labeling, (B)(4), fatigue fracture of component can occur as a result of strenuous activity. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided pictures attached in the per confirms the post of the bearing fractured off. The device was not returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. It was reported the patient participated in high impact sports. As stated in the biomet knee joint replacement prostheses instructions for use IFU/product labeling, 01-50-0975, fatigue fracture of component can occur as a result of strenuous activity. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.